Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 46 mg/dl. The customer was treated by drinking a 12 ounce (B)(6) and a (B)(6) bar. Customer has lupus and that along with the stress has compounded the issues in terms of lows. The customer called health care provider and was told to stay off the pump for a couple of hours and decrease basal activity of 50 percent. The customer's blood glucose was 115 mg/dl and sensor glucose was 110 it did came back to range.